Event description:
The lay user/patient in (B)(4) contacted lifescan to report the one touch veriopro meter was giving "apply sample" message and he was unable to obtain a reading. The issue was not resolved with troubleshooting. The patient suffered no injury due to this issue.